Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump had a cracked front and rear housing. A review of the event history log found no evidence of the reported problem in the history. Functional testing was performed using the power up test which duplicated the reported problem as it started double beeping. The root cause of the problem was the downstream sensor. The downstream sensor was replaced to resolve the problem.

Event description:
It was reported that the pump alarms continuously and has a cracked rear case. No additional information available. No patient injury was reported.